Event description:
The following has been reported: biomed reported: cassette is stuck in the pump. Unable to remove even when pressing cassette release button. The sensor is damaged behind the cassette. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for set ID failure. The set ID is physically damaged and cannot perform mock infusions due to the damage. During investigation, the cassette loading pins were observed to not be fully extending and retracting as expected. The device was opened to inspect for damage and found that the one of the screw mounts used for securing the lever arm yoke to the front housing was damaged. The front housing will have to be replaced due to this damage. Damage was also identified on the retaining plate near the lever arm.